Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 600 mg/dl. Customer was treated with intravenous insulin. Customer stated that the insulin pump had motor error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test. Device was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted during testing. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unable to verify excessive no delivery alarm due to prime anomaly. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.